Event description:
It was reported that the patient was implanted "yesterday" and was having telemetry issues with the patient and clinician programmers. It was noted that during and after the implant procedure "everything was fine." It was noted that the patient stayed overnight in the hospital. The manufacturer's representative called back to say he tried to communicate with the implanted device in different locations and still could not communicate with the recharger, patient programmer, or clinician programmer. It was noted, the patient reportedly stated that stimulation was on at this time. Additional information reported that there were telemetry/interrogation issues. It was noted that the device would be replaced if the situation did not resolve. It was noted that extensive troubleshooting and review of programmer and recharger data with tech support was performed. It was noted that the patient received post-op stimulation the day of surgery, however, when the stimulation became uncomfortable that evening, the patient was unable to turn off/down. It was noted that the patient finally stopped feeling stimulation had not felt it since. The status of the patient at the time of report was alive with no injury. The patient symptoms associated with the event were reported as less than 50% therapy relief at "right side implant." Additional information reported that when the manufacturer's representative read the device with her clinician programmer, it read " neurostim destop cwarningmanager.cpp 753 (113)". It was noted that the manufacturer's representative had been using her clinician programmer all day without any issue. Repeated attempts to interrogate reportedly did not show the error message again. It was noted that the patient was not feeling any stimulation. It was noted that the manufacturer's representative interrogated with her back up clinician programmer which showed no response. It was reported that during the operation, the impedances were checked and showed normal readings. It was noted that stimulation was turned on post-operatively. During the patient's overnight hospital stay, the patient was reportedly "a little groggy" and did "not recall details." It was reported that the patient felt strong stimulation that evening and a nurse called the manufacturer's technical support but was unable to turn stimulation down. It was reported that "nobody could figure out how to turn stimulation off." It was noted that a manufacturer's representative met with the patient "on friday in the office." It was noted that at that time the patient was feeling strong stimulation. It was noted that the manufacturer's representative could not interrogate the device with multiple clinician programmers. It was reported that the stimulation stopped on saturday. The patient reportedly stated they were "playing with the buttons" and it finally turned off. It was reported that a physician mode recharge (pmr) was performed for 54 minutes with no power on reset (por) messages seen. It was reported that the ins pocket looked "good, no bandage, maybe slight swelling, but nothing unusual." Additional information reported that the patient was unable to get to the normal charging session. It was reported that "clearly it was malfunctioning. The ins cannot be interrogated. Cause not determined." No interventions were reportedly planned at the time. It was noted that the patient was not receiving stimulation at the time of report. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 37751, serial# unknown; product type recharger. (B)(4).